Event description:
It was reported that the customer was hospitalized for low blood glucose and her glucose levels were 19mg/dl. It was stated that the insulin pump was shooting insulin out during manual prime. It was stated that the customer had a scan done and she was told that her brain was seizing due to the low blood glucose levels. It was stated that her blood glucose values were running low for the past couple of weeks.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.